Event description:
Further information was received that the generator was interrogated prior to being unpacked and outside of the operation room and the distributor did not notice the low battery status. Then in the operation room, the surgeon noticed that the battery status had recorded as neos (near end of service) form the first interrogation and continued to show neos during following interrogations. It was noted that the area outside of the operating room where the device was first checked does not have any electrical device interference. It was confirmed that the surgical facility did not store the generator in cold temperatures prior to surgery and that the generator is kept at room temperature prior to the surgery. Generator product analysis was completed. The reported premature end of life was not duplicated in the product analysis lab. An ifi (intensified follow-up indicator)=no condition was confirmed. The data downloaded from the pulse generator suggest the pulse generator was stored in a low temperature environment for an unknown extended period of time. There is a correlation between ¿low storage temperature¿ and the pulse generators battery status when a generator is kept at low temperatures. The pulse generator stored in a low temperature environment may have been a contributing factor for the observed neos condition. Other than the noted event (suspected low storage temperature), there were no additional performance, or any other type of adverse conditions found with the pulse generator. Review of the tablet data confirmed that neos was observed until a system diagnostic test was performed which updated the diagtemp and diagvbat value showing the true battery status at time of surgery. After the system diagnostic test, the battery status showed ifi=no.

Event description:
During initial implant surgery for a patient, it was reported that the generator being implanted displayed neos (near end of service) upon first interrogation after connecting the generator to the lead. After interrogation again, neos was observed and after a system diagnostic test was performed ifi (intensified follow-up indicator)=no was observed. A third interrogation was then performed and neos was no longer observed. The surgeon decided to implant a different generator over concern that the initial generator was defective. Design history records were reviewed for the generator. The device passed all specifications prior to distribution. The opened and unused generator was received by product analysis. Product analysis has not been completed to date. No other relevant information has been received to date.